Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s doctor reported via phone call that the customer experienced hyperglycemia and diabetes ketoacidosis and was hospitalized on (B)(6) 2019. The customer high blood glucose level was 702 mg/dl at the time of incident and hospitalization blood glucose was 722 mg/dl. It was reported that a bolus not delivered and when done a self test and found out that insulin pump should be working fine. The insulin pump will not be returned for analysis.